Event description:
It was reported through the results of a clinical trial that one month and twelve days post an index procedure completion using a drug-coated balloon catheter in the axillary vein at anastomotic, the subject had serious adverse event of thrombosis of the polytetrafluoroethylene prosthesis in the arteriovenous fistula of the right arm due to access thrombosis which required an arteriovenous access circuit reintervention. It was further reported that one month and thirteen days post an index procedure completion, standard percutaneous transluminal balloon angioplasty procedure and recanalization procedure with thrombectomy of the polytetrafluoroethylene prosthesis in the arteriovenous fistula were performed to treat access thrombosis. Treatment re-intervention was successful, no new access created, and the outcome of serious adverse event was resolved. It was also reported that three months and three days post an index procedure completion, the subject developed a serious adverse event of angioplasty of a brachio-axillary gore-tex fistula for distal anastomotic stenosis and gore-tex stenosis due to decreased access blood flow which required an arteriovenous access circuit reintervention. Furthermore, three months and thirteen days post an index procedure completion, standard percutaneous transluminal balloon angioplasty procedure was performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 11/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one month and twelve days post an index procedure completion using a drug-coated balloon catheter in the axillary vein at anastomotic, the subject had serious adverse event of thrombosis of the polytetrafluoroethylene prosthesis in the arteriovenous fistula of the right arm due to access thrombosis which required an arteriovenous access circuit reintervention. It was further reported that one month and thirteen days after index procedure, standard percutaneous transluminal angioplasty, and recanalization procedures with thrombectomy of the polytetrafluoroethylene prosthesis in the arteriovenous fistula were performed to treat access thrombosis. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. It was also reported that three months and three days after index procedure completion, the subject had serious adverse event of angioplasty of a brachio-axillary gore-tex fistula for distal anastomotic stenosis and gore-tex stenosis due to decreased access blood flow which required an arteriovenous access circuit reintervention. Furthermore, three months and thirteen days after index procedure, standard percutaneous transluminal angioplasty procedure was performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Moreover, six months and five days after index procedure, the subject had serious adverse event of thrombosis of the polytetrafluoroethylene graft. Apparently, the subject underwent placement of dialysis catheter, and the outcome of the serious adverse event was not resolved. In addition, six months, and twenty-three days after index procedure, the subject had serious adverse event of superior vena cava stenoses and replacement of dialysis catheter which required an arteriovenous access circuit reintervention. Evidently, seven months and six days after index procedure, the subject underwent angioplasty of superior vena cava and change of dialysis catheter, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.